Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error code 246.4710 on 8100 unit. Technical support: 1. Tech has error code 246.4710 on 8100 unit 2. The error has to with the adc safety system the a/d detector was busy for too long to complete a conversion. 3. Will need to replace the logic board product type ¿ 8100 versions affected ¿ all symptoms/system effect: ¿ module giving a 246.4700 / 246.4710 error. Source: technical service manual bd alaris¿ pc unit, model 8015 and bd alaris¿ pump module, model 8100 steps to solve (internal) solution/workaround summary: ¿ how to correct a 246.4700 / 246.4710 error. High level steps/procedure: 1. Replace logic board. 2. Return the module to the factory. A serial number was not provided therefore a review of the device history record cannot be performed. Based on troubleshooting results, technical services determined the proximate cause of the customer¿s reported issue. H3 other text : no product returned

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 246.4710. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 246.4710. There was no patient involvement.